Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the unit did not detect the sponge that is present. There was no any message showed in the unit and they used another like device to complete with the procedure.